Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer stated their blood glucose was over 600 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. It was also found the customer had a bent cannula after removing their infusion set. Customer reported they were bleeding when the cannula was removed. Customer was advised their cannula was occluded. Advised the customer to change out their entire infusion set, reservoir, and insulin. The customer's infusion set will be replaced. No additional information provided.